Event description:
Follow up information received that the patient underwent a system explant due to the inoperable ipg issue.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation codes will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient stated they have not used or charged the system in over six months and is now unable to communicate with the ipg. The patient also reported having unrelated issues. As a result, the patient may undergo surgery.